Event description:
Healthcare professional reported "capsular contracture, baker grade IV, device migration/implant malposition, wrinkling/rippling, change shape/size/style" via the national breast implant registry (nbir). This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.